Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the channel tube had scratch and the distal end had discoloration. The adhesive on the bending section rubber had a white clouded area and the control unit was shaved. The control unit had discoloration and the grip was shaved. There were scratches noted throughout the device and the connecting tube had a wrinkle. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera colonovideoscope scope conduit turned bright red after the device was used on a patient. Inspection and testing of the returned device found that foreign material came out of the channel tube. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Confirmation of the reprocessing status was unable to be obtained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material located at the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.